Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enlw1620c93e, serial/lot #: (B)(4), ubd: 24-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used in the treatment of migration in a previously implanted aneurx stent graft system in a patient. One talent aortic cuff was also implanted together with bilateral endurant iliac cuffs during the procedure. The aaa diameter was noted as 43mm. The proximal aortic neck measurers 28mm with the proximal aortic angle of 20 degrees. It was reported that one day post index procedure, the patient experienced hypotension. Medication was administered and the hypotension resolved. Per the investigator the cause of the event was possibly related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.